Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged a 2 millimeter inaccuracy. No further details were provided. The medtronic representative, on-site, was able to replicate the inaccuracy. Also noted was that the camera looked physically damaged. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement camera shipped to site (B)(4) 2015. Medtronic investigation of returned suspect camera finds many nicks and scratches on psu housing. The event log had not recorded any adverse events. The psu was found to track normally when connected to a known good system. The psu passed an aak test at .32 mm. No problem found. Device found to be fully functional. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. A review of the patient registration images found that a fiducial registration marker was floating just over the 3d model. Per the imaging protocol, fiducials are required to be placed directly on the patient's skin. The cause of the event was that the scan was not to protocol. The software functioned as designed. A medtronic representative reported that the site has had a successful case since the initial incident.